Event description:
The customer called to report a motor error alarm after exposing the insulin pump to an MRI scan. The customer was unable to troubleshoot as she did not have the necessary supplies. The customer also stated that she was hospitalized due to an infection on her toe that was related to high blood glucose levels. The customer was medicated and drowsy at the time of the call. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to check for alarms or perform the displacement test due to the motor error alarm.